Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e104(fog function error), image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black screen and image not displayed was due to damage on r-unit (charge couple device) and e104(fog function error) was due to component failure of the defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a black image and a black screen. The issue occurred during inspection for use. There were no reports of patient harm.